Event description:
It was reported that the pulse generator exhibited premature end of life.

Manufacturer narrative:
Final analysis found that the pulse generator battery was prematurely depleted due to high current drain, caused by a defective capacitor.